Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity coronary drug eluting stent to treat a lesion. There were no a bnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. It was reported the stent deformation occurred in-vivo during positioning. As the physician couldn't cross the lesion, the device was withdrawn and noticed that the struts was damaged and deformed. It was reported that another stent was used that was able to cross. Patient status post-procedure is alive with no injury.